Event description:
It was reported that the patient experienced pain at the pacemaker site. It was also reported that low r waves were noted. The implantable pulse generator (ipg) and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.